Manufacturer narrative:
The investigation of the reported issue has been completed. The root cause of the access site bleeding is determined to be use issue. From the clinical information, it was mentioned that the access site bleeding was reduced after redressed with better angle. Hence, the root cause is determined to be use issue. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 67-year-old female noted as high risk percutaneous coronary insertion was implanted with an impella cp device for mechanical circulatory support. It was reported that while the patient was on impella cp support, the patient experienced bleeding from the access site. The patient¿s partial thromboplastin time (ptt) was elevated and oozing from the site was noted. The purge solution was switched from heparin to bicarbonate. Once the patient's ptt normalized, systemic heparin was re-started. The access site was redressed with better angle and oozing was significantly reduced.